Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load. Reporter stated the device was loaded but the seal remained stuck in the loading device. A replacement device was used to complete the procedure. The hosp did not report any pt effects. It is unk if the device will return for investigation.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).